Event description:
It was reported that the cross arm brake handle on the 9600 system was broken. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on site investigation. The cross arm brake assembly was replaced during the service call. The system was tested and found to be working as intended, and put back into service.